Event description:
The reporter indicated that "vns never worked for her", and "the device has been turned off for 3 years." The patient was explanted. The product was returned to the manufacture and pending product analysis. Good faith attempts are being made for more information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.